Event description:
A high blood glucose level issue was reported, with the specific value unknown, but described as "high." The customer took corrective action by performing a correction bolus via the pump and declined to remove the infusion set, as they had just replaced it before calling. Technical support guided the customer to inspect the site, tubing, and other connections, finding no issues such as leakage, dislodgement, or air bubbles. The customer indicated they would call back if further assistance was needed.